Event description:
Pt had port-a-cath inserted 3/25/97. It was accessed without incident on 4/3, 4/11, and 4/21 for chemotherapy with cpt11. On 5/5/97 the device was accessed again for chemotherapy with cpt11. The pt developed swelling and a burning sensation above the site. The needle was checked for placement and found appropriate. Chemotherapy infusion was terminated, the device flushed with 20 cc of sterile water, and ice applied. Radiological exam on 5/6 confirmed the device was leaking. Device was removed and replaced with dual lumen port-a-cath on 5/12/97.